Event description:
The customer obtained a non-reproducible falsely elevated vitros trop I es result on one patient sample while using the vitros eciq analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The investigation determined that one non-reproducible, higher than expected trop I es result occurred while using the vitros eciq analyzer. An ocd field engineer found that repairs to the well wash subsystem were necessary to return the instrument to expected operation. The investigation also confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. Repairs have returned the instrument to expected operation, however, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors.